Event description:
A 10mm laparoscopic ligasure was opened during a sigmoid colon resection procedure and the jaws locked and would not open. The jaws were not clamped onto tissue or vessels. The instrument was replaced.